Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 repeatedly fails and does not latch properly. A field service engineer effectively resolved the issue by replacing the latch and drawer sensor. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, experienced drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.